Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he received a display message from his adc freestyle libre sensor indicating the sensor was not reading. He further reported that on (B)(6) 2018 he was experiencing ¿dizziness, was all over the place¿ and subsequently lost consciousness. Customer was taken to the hospital where readings of 560 mg/dl and 511 mgd/l were received. Another reading of 505 mg/dl was reported, but it is unknown on what device this was obtained. Customer was diagnosed with hyperglycemia and treated with unspecified ¿fluids¿ and insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported he received a display message from his adc freestyle libre sensor indicating the sensor was not reading. He further reported that on october 6, 2018 he was experiencing ¿dizziness, was all over the place¿ and subsequently lost consciousness. Customer was taken to the hospital where readings of 560 mg/dl and 511 mgd/l were received. Another reading of 505 mg/dl was reported, but it is unknown on what device this was obtained. Customer was diagnosed with hyperglycemia and treated with unspecified ¿fluids¿ and insulin. There was no report of death or permanent injury associated with this event.